Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter displayed a message of ¿insufficient something¿ and advised to retest with another test strip. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. After the start of the alleged issue, the patient claimed he had ¿pain in his fingers¿ due to having to retest. No additional symptoms were specified. The patient denied receiving medical treatment. The cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.